Manufacturer narrative:
Qc failed the morning of the event; however, subsequent reruns were acceptable. A "reagent warning level" alarm was observed on the alarm trace from the day of the event. Sample probe, abnormal aspiration alarms were observed on the alarm trace on subsequent days; this alarm may be an indication of poor sample quality. The field service engineer (fse) found that the sample probe was not getting fully washed as the sample probe wash station was misaligned. The fse replaced the sample probe, realigned the wash station, and completed sample probe adjustments. Mechanism checks, a 21-cup precision, and qc were all acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer replaced the electrodes and has not had any further issues. The investigation is ongoing.

Event description:
The initial reporter questioned high results for 15 patient samples tested for sodium electrode (na) on a cobas pro ise analytical unit. The customer provided examples of discrepant results for 2 patient samples. Patient 1 initial result was 137 mmol/l. The repeat result was 128 mmol/l. Patient 2 initial result was 140 mmol/l. The repeat result was 133 mmol/l.